Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The fsr was able to duplicate the reported issue. As a resolution, o2 (oxygen) sensor was replaced. After replacement, fsr performed ovp (operational verification procedure) and the ventilator passed all test per bellavista service manual. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 us ventilator alarmed o2 (oxygen) calibration needed and the screen turned blank and red where the fio2 (fraction of inspired oxygen) is displayed. There was no oxygen being delivered and would not let the end user calibrate or change out of the humidified high flow (hhf) screen. The issue occurred during patient use and lead to desaturation, the patient was placed on a non-rebreather (nrb). No other issues noted.

Manufacturer narrative:
Results of investigation: vyaire medical determined root cause as due to o2 sensor long-life defective. Mechanical deformation of a part inside the sensor most likely caused by exposure to too high temperature during transportation. Sensor serial number is inside the affected serial number range. Logfile was reviewed and advised the end user to perform a 2p calibration of the o2 sensor in the calibration assist. Technical support added that this is purely an o2 cell calibration issue and have no impact on unit dosing.